Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets the cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was high and the cause was not known. The customer delivered a pump bolus and an insulin injection was administered. As the customer was physically ill and dizzy, the customer was assisted by their daughter. A pump system check was performed and the infusion set cannula was found to be kinked. Tandem technical support (cts) guided the customer with changing the infusion set. Insulin delivery was resumed. The type of infusion set used was not known. Reportedly, the customer used admelog insulin in the cartridge. Cts informed the customer that admelog was not labeled for use with the cartridge. The customer acknowledged the information.